Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The customer reported alarms (1 ?check syringe flange sensor?, and, 2 ?force sensor test?) Were evidenced in the event history log (ehl). The first alarm was reproduced during functional testing. The second one was not. The first alarm (?check syringe flange sensor?) Was produced because there was contamination around the ear clip, which was in turn making it stick. Although the force sensor error was not reproduced, the investigator noted that the values were slightly out of specification. This was occurring because the plunger head mount was missing a screw and washer. In other words, the left plunger case was not secure. This incorrect assembly was attributed to the customer. The customer reported product problems were ultimately attributed to a user interface issue. The ear clip was cleaned and greased to address the first alarm. The plunger head was reassembled correctly to address the second alarm.

Event description:
It was reported that the medfusion pump produced a syringe flange sensor error. The pump also produced a force sensor error. No patient injury or complications were reported in relation to this event.